Event description:
Pt in the ICU recovering from lvad exchange on (B)(6) 2015. Pt had excessive bleeding following the pump exchange that required a dose of pcc. Pt's lvad alarming low flow in conjunction with low pi's. Pt was given a fluid bolus which initially relieved these alarms. Early am on (B)(6) 2015 pt c/o chest pressure. EKG showed st elevation consistent with a mi. Pt taken to the cath lab for an angiogram which did not show any new blockages. Low flow alarms intermittently throughout the day. Cxr, tee and CT done which revealed inflow cannula malposition causing an obstruction of blood flow through the pump. The pt was taken to the operating room on (B)(6) 2015 to reposition the inflow cannula. During the procedure the surgeon found multiple thrombi in the lvad pump therefore the decision was made to exchange the lvad pump and inflow cannula. Surgery went well. Pt was brought to the ICU for recovery.